Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a regular follow-up appointment, the physician noted a significant decrease in the remaining battery longevity from this subcutaneous implantable defibrillator (s-ICD). The s-ICD was subsequently surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that a regular follow-up appointment, the physician noted a significant decrease in the remaining battery longevity from this subcutaneous implantable defibrillator (s-ICD). The s-ICD was subsequently surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.